Manufacturer narrative:
Correction: section b3 date of event.

Event description:
New information received indicated the noise observed appeared to be due to external emi. A recent call record noted similar sounding events of suspected emi. No intervention was performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient transmitted data remotely showing two episodes of noise, which caused the device to start charging. The episode was short enough to ¿return to sinus¿, and the therapy was aborted. Further review of the episodes appeared to be external noise that the two episodes were close together and isolated on one day. The lead will continue to be monitored with no invention performed. The patient was stable.